Event description:
It was reported by dealer that the weld on the head spring section of the vc5310 bed that mounts the hook that holds the drive box onto the frame has broken at the weld. No further information is available.